Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / pelvic pain (severe)") and genital haemorrhage ("heavy abnormal bleeding ") in a 26-year-old female patient who had essure (batch no. 857593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included general anesthesia and uterine enlargement. Concomitant products included medroxyprogesterone (depo provera). On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, 7 days after insertion of essure, the patient experienced rash ("rashes or skin conditions"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia )"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain / vaginal pain (severe)"), abdominal pain lower ("severe cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and rash had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure device inserted in the usual fashion and is deployed leaving approximately 2 coils of device in the uterine cavity. Contralateral side manipulated in the same fashion leaving 3 coils in the uterine cavity, she tolerated this well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60.771 kgs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records menorrhagia, pelvic pain. Lot number: 626598 manufacture date: feb-2008 expiration date: jan-2010. Lot number: 857593 manufacture date: may-2011 expiration date: may-2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Thi spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / costant and chronic pelvic pain (severe)") and genital haemorrhage ("heavy abnormal bleeding") in a 26-year-old female patient who had essure (batch no. 857593, 626598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included general anesthesia and uterine enlargement. Concomitant products included medroxyprogesterone (depo provera). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia )"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems") and alopecia ("hair loss"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 7 days after insertion of essure, the patient experienced rash ("rashes or skin conditions"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain / vaginal pain (severe)") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, nausea, tooth disorder and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and rash had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure device inserted in the usual fashion and is deployed leaving approximately 2 coils of device in the uterine cavity. Contralateral side manipulated in the same fashion leaving 3 coils in the uterine cavity, she tolerated this well. Current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60.771 kgs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records menorrhagia, pelvic pain. Lot number: 626598 manufacture date: feb-2008 expiration date: jan-2010. Lot number: 857593 manufacture date: may-2011 expiration date: may-2014 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-oct-2018: pfs received event " migraines / headaches, nausea, dental problems, fatigue, hair loss" were added. Patient aka name and lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / constant and chronic pelvic pain (severe)") and genital haemorrhage ("heavy abnormal bleeding") in a 26-year-old female patient who had essure (batch no. 857593, 626598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included parity 2 (dates of live births: (B)(6) 2006, (B)(6) 2008). Concurrent conditions included general anesthesia, uterine enlargement and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia )"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems") and alopecia ("hair loss"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced rash ("rashes or skin conditions / rashes or skin conditions type: skin rash"), 6 days after insertion of essure. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain / vaginal pain (severe)") and abdominal pain lower ("severe cramping"). The patient was treated with diphenhydramine hydrochloride and surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and rash had not resolved and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, nausea, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure device inserted in the usual fashion and is deployed leaving approximately 2 coils of device in the uterine cavity. Contralateral side manipulated in the same fashion leaving 3 coils in the uterine cavity, she tolerated this well. Current weight: 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records menorrhagia, pelvic pain. Lot number: 626598, manufacture date: feb-2008, expiration date: jan-2010; lot number: 857593, manufacture date: may-2011, expiration date: may-2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: this case will be deleted from bayer pv database. Nullification reason: the case was identified as a duplicate of case (B)(4). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / costant and chronic pelvic pain (severe)") and genital haemorrhage ("heavy abnormal bleeding") in a 26-year-old female patient who had essure (batch no. 857593, 626598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included parity 2 (dates of live births: (B)(6) 2006, (B)(6) 2008.). Concurrent conditions included general anesthesia, uterine enlargement and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia )"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems") and alopecia ("hair loss"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced rash ("rashes or skin conditions / rashes or skin conditions type: skin rash"), 6 days after insertion of essure. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain / vaginal pain (severe)") and abdominal pain lower ("severe cramping"). The patient was treated with diphenhydramine hydrochloride and surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and rash had not resolved and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, nausea, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure device inserted in the usual fashion and is deployed leaving. Approximately 2 coils of device in the uterine cavity. Contralateral side manipulated in the same fashion leaving 3 coils in the uterine cavity, she tolerated this well. Current weight 165 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records menorrhagia, pelvic pain. Lot number: 626598 manufacture date: feb-2008 expiration date: jan-2010. Lot number: 857593 manufacture date: may-2011 expiration date: may-2014 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jan-2019: pfs received: patients aka name was added. Outcome of pelvic pain was updated. Medical history was added. Treatment drug was added. Event onset date were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / pelvic pain (severe)") and genital haemorrhage ("heavy abnormal bleeding ") in a (B)(6) year-old female patient who had essure (batch no. 857593, 626598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included general anesthesia and uterine enlargement. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 6 days after insertion of essure, the patient experienced rash ("rashes or skin conditions"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia )"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain / vaginal pain (severe)"), abdominal pain lower ("severe cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and rash had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure device inserted in the usual fashion and is deployed leaving approximately 2 coils of device in the uterine cavity. Contralateral side manipulated in the same fashion leaving 3 coils in the uterine cavity, she tolerated this well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 19-feb-2018: plantiff fact sheeet & medical record received. Events vaginal bleeding, menorrhagia , dysmenorrhea, dyspareunia, fatigue, rashes, device monitoring procedure not performed are added. Lot number are added. Historical condition and drug are added. Historical drug and condition are added. Product , patient & reporter information updated.essure legal manufacture has changed from bayer healthcare, llc, and (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to aprevious report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.